Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there are leaks from a cut at video cable, leak from light guide tube; bending section cover or distal sheath rubber had deep scratches; there was no image; bending section dry with 1 broken strand, some loose strands that are not fully broken; and video cable had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, had air/water leakages, failed leak test. The issue occurred during reprocessing. The procedure was therapeutic. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there was no image. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the internal kibana of the video connector and the image sensor unit. As for the cause of the damage to the internal kibana of the video connector, it is possible that it was caused by the damage to the video cable or universal cord during the user's handling, and moisture seeping into the interior from the damaged part. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". Olympus will continue to monitor field performance for this device.